Manufacturer narrative:
Continuation of d10: product ID hh9021snm serial# unknown: product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient rep added information that they didn't know they had to turn therapy off for that ankle surgery and the hcp did electrocautery during the surgery which "screwed up the whole modulator" and that the modulator (handset) wouldn't read anything for the patient's therapy. Patient rep said that all the programs were "blown out" of the handset but this had been fixed and patient had handset that now had programs 1-4 and therapy was working well for patient. Patient rep said patient is going to have nuclear stress test and therapy needed to be turned off for this. Ps reviewed how to turn therapy off in therapy app.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that there was impedance issue on all 7 installed programs on the device. The mdt rep installed additional programs a-b-c-d and the unit now works and issue was resolved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient rep reported patient(pt) has been laying down all the time because they broke their ankle and they were in a cast and since they had a procedure on (B)(6), they noticed the patient was having trouble with bladder and during the night, they probably get up sometimes 3 hours, sometimes 2-3 hours and they don't pee that much. Pt said they also noticed a pinching feeling in their navel or stomach area that indicates they have to urinate so they wanted to increase the program. The patient rep said when they increased from 1.8 to 1.9 they encountered the message: it reached maximum limit. The patient rep said they activated program 4 and increased to 0.4 but could not increase to 0.5, when they tried it gave the max limit message. The patient rep asked which program would improve the symptoms. Reviewed device therapy optimization information and recommended keeping a symptom diary to track results. Redirected to their healthcare provider, to report and potentially resolve all their issues. The patient rep said they did not turn therapy off when pt had the surgery on (B)(6), but they knew pt had a stimulator. The patient rep said patient has an appointment with their urologist in (B)(6). The patient rep called back and inquired if there was a way they could clear the message or anything else they could try. Agent reviewed hcp role in reprogramming. Caller stated they already left messages for healthcare provider(hcp) and mdt rep. Caller will continue working with hcp.